Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo left anterior descending artery. The lesion was predilated with an unspecified 3.5x8mm balloon at 12 atmospheres. The 3.5x28mm xience xpedition stent delivery system (sds) was deployed and during removal of the sds a check shot revealed a dissection at the distal end. The dissection was covered with an unspecified 3.5x8mm drug eluting stent. It was noted timi iii flow was good without any residual stenosis. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.